Manufacturer narrative:
Additional information: d4(expiration date and UDI), d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection of the returned device identified that the left ring was not fully seated in the jaw. A functional investigation was performed by inserting the jaw assembly into the anastomotic instrument (ai) with an audible click as intended. The knob of the ai was rotated, and the jaw arms approximated. The complementary rings could not be joined due to misalignment caused by the displaced left ring. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 3.0mm coupler came loose during the anastomosis. The procedure was attempted again; however, the coupler shifted. This occurred during hypopharyngeal malignant surgery. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.